Manufacturer narrative:
A field service engineer (fse) was dispatched and found signs of leaking on creatinine syringe and replaced the modular chemistries (mc) sample syringe wash collar. The fse confirmed that leak was contained to the syringe and no one was exposed to the leak. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported a leak on unicel dxc 800 pro synchron clinical system. No injury was reported in connection with this event.